Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was damaged at implant. The analyst also noted that the helix functions cannot be tested due to the helix being distorted/bent.

Event description:
It was reported that during the implant attempt, the lead deployed while in the vein. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.